Manufacturer narrative:
(B)(4). The incident grounding pad was discarded by the site and is not available for evaluation. The e7506 instructions for use warns that non-traditional procedures that utilize high current, long duty cycles, or both (for example: tissue lesioning, tissue ablation, tissue vaporization, and procedures in which conductive fluids such as saline or lactated ringer's solution are introduced into the surgical site for distention or to conduct the rf current) increase the risk of excessive heating under a fully applied return electrode to the point of injuring the patient. Use of more than one return electrode may help mitigate the increased risk.

Event description:
The customer reported the pad was bubbling up and causing an injury to the patient. The pad was placed flat on the patient's thigh. The injury was described as a burn. The procedure was a flutter ablation. The pad was discarded. The customer reported that no other information is available.